Event description:
It was reported to fresenius customer service that a peritoneal dialysis (pd) patient was hospitalized with peritonitis. Upon follow-up with the patient¿s pd registered nurse (pdrn), it was reported that the patient was hospitalized following abdominal pain and cloudy peritoneal effluent fluid noted at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained and tested in the hospital presented with staphylococcus epidermidis in the culture and a wbc count of 1280/mm3. The patient was diagnosed with peritonitis due to touch contamination during continuous cyclic pd (ccpd) therapy on the liberty select cycler at home. The patient was prescribed intravenous vancomycin (dosage and frequency not reported) to address the infection while hospitalized. The patient¿s pd catheter (not a fresenius product) was removed by request of the patient as they opted to transfer to hemodialysis (hd) for renal replacement therapy. The patient was able to continue hd therapy on a hospital provided fresenius hd device for the duration of the admission. The patient had an uneventful hospital course, and was discharged home on 18/feb/2026. It was reported that the patient¿s peritonitis and the associated hospitalization were not the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event and continues hd therapy on an in-center basis post-discharge with no plan to return to ccpd therapy.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy, utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for peritoneum infections. The source of this patient¿s infection can be attributed to nonadherence to asepsis during pd therapy with no indication of contributing malfunction or deficiency of any fresenius product(s) or device(s) as reported by a medical professional. Nonadherence to asepsis through touch contamination is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human hands and skin. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.